Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 6f guidezilla ii was selected for percutaneous coronary intervention. During the procedure, it was noted that the delivery shaft was fractured during delivery inside the patient. The device was completely removed outside from the patients body by simply pulled out. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.